Manufacturer narrative:
Findings: unit passed displacement test, rewind and basic occlusion test. No motor error alarm noted during testing. Unit was unable to prime during prime/a33 test due to faulty fsr (gold). The motor was tested outside of the device and passed. Unit received with cracked reservoir tube lip, minor scratched display window, broken belt clip slot, cracked battery tube threads, scratched reservoir tube window and stained end cap sticker. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error/e70. Customer's blood glucose was 66 mg/dl. The customer reported the drive support cap appears normal. The customer stated that the device was not exposed to strong magnetic field. The customer did not reported an e70 alarm. The customer received more than one motor error within last 30 days. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised to return the pump with battery and zero out basal rates.